Event description:
This complaint is now reportable based on the returned device analysis completed on 08/13/2009. The unspecified target lesion as located in the left carotid internal artery. A filter wire ez was advanced. The lesion had been predilated with an unspecified sterling balloon catheter. A carotid wallstent mr 10x24, 5.9f, 135cm stent was implanted to treat the target lesion. During withdrawal of the carotid wallstent stent delivery system (sds), resistance/friction was noted between the carotid wallstent sds and the filter wire ez. The physician was able to remove the device with add'l pulling pressure. An unspecified sterling balloon was then loaded on the filter wire ez and successfully used to postdilate the stent. There were no pt complications reported with the pt's current condition listed as "fine". However, returned device analysis revealed sheath damage.

Manufacturer narrative:
(B)(6). Device analysis: visual and microscopic examination of the returned device revealed that stent had been deployed from the device and was not returned. Dried blood was visible along the shaft and the outer sheath was damaged at the monorail exit. During analysis, when a 0.014 inch filter wire was inserted through the device, a restriction was met at 160mm proximal to the tip. The device was soaked in warm water in order to remove the dried blood and it was then possible to insert a 0.015 inch product mandrel through the inner lumen. When a 0.014 inch filter wire was inserted through the device, a restriction was met where it was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).